Event description:
It was reported a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by abdominal pain, cloudy effluent, and fever. The patient was hospitalized for the peritonitis fifteen days after onset of symptoms. The patient was treated with vancomycin (25gm, route and frequency not reported), amikacin (12.5mg, route and frequency not reported), and paracetamol (dose, route, and frequency not reported). The cause of the peritonitis was the break in aseptic technique. On an unreported date, the patient was retrained on aseptic technique. It was not reported if the patient was recovering from the event or if any action was taken with their pd therapy. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.